Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of ten (10) years, ten (10) months due to aortic stenosis and moderate insufficiency. A 23mm transcatheter valve was successfully implanted and the patient is noted as ding "well" post-operatively.